Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09532. It was reported the pt experienced loss of stimulation in the cervical area. Reprogramming provided coverage of the right shoulder and arm pain however the pt does not have coverage of the neck. The pt also reported he experienced a fall last year. The pt is working with this physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.